Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was being revised when the insulation was damaged during the cut done to free up the lead. The physician was satisfied with the patient's qrs duration without the bi-ventricular pacing so the lv lead was removed and was not replaced. No patient complications have been reported as a result of this event.